Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board, generator interface board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and would not boot up. No pt injury was reported.